Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support with concerns about potential misuse of the ilet meal announcement feature to deliver insulin when blood glucose was already low, and was advised that the system does not block a user-initiated meal bolus based on a low glucose at the time of announcement while automated correction is suspended when glucose is low. Symptoms included concern for hypoglycemia risk related to double and late meal announcements. Outcomes included customer education on device behavior and escalation to the patient¿s clinic for follow-up. Investigation included internal review of available device data trends and coordination with clinical support to assess usage patterns. Investigation of this case revealed no device malfunction and indicated user behavior consistent with double or delayed meal announcements that can contribute to low glucose, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use-related behavior with no device failure.